Event description:
It was reported that the device was in eri (elective replacement indicator) condition at the time of implant. It was also noted that the programmer screen had messages of low battery voltage or high battery impedance detected. It was also noted that these messages may indicate effects of cold storage. The eri condition was able to be cleared but the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.